Event description:
It was reported that the customer experienced an evaluated blood glucose (bg) that was "high" (specific value was note provided); cause was unknown. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.